Event description:
Physician implanted two cardiac resynchronization therapy devices. The first device was inserted and involved very rapid manipulations of the wire with many prolapses and pushing and pulling the wire into and out of the lead body. During this case, they damaged the first wire and broke a second wire, leaving the distal tip lodged in a vessel. Physician believed the wire tip lodged in the vessel would not cause any patient injury. No injury or complication occurred.